Manufacturer narrative:
Reported event of guidewire distal tip detached, exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03503, 3005099803-2015-03504, 3005099803-2015-03505, 3005099803-2015-03526 and 3005099803-2015-03527 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noticed that the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. A second jagwire guidewire was used and during the procedure, the hydrophilic tip also detached, exposing the tip of the metal corewire. A third jagwire guidewire was used and during the attempt to remove the stone using a balloon, the hydrophilic tip detached, exposing the tip of the metal corewire. The balloon was used to retrieve the three detached guidewire tips. A fourth jagwire guidewire was used and when the physician was ready to implant the stent, the hydrophilic tip detached, exposing the tip of the metal corewire. A fifth jagwire guidewire was used and during the procedure, the hydrophilic tip also detached, exposing the tip of the metal corewire. A balloon was used to retrieve the detached tip from the common bile duct. The procedure was not completed due to these events. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was peeled, exposing the core wire by approximately 2.6cm. The core wire tip was not exposed. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. There was no evidence of core wire fracture. The complaint is not consistent with the returned guidewire since the distal tip was peeled and the core wire tip was not exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
Note: this report pertains to one of five devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03503, 3005099803-2015-03504, 3005099803-2015-03505, 3005099803-2015-03526 and 3005099803-2015-03527 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician noticed that the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. A second jagwire guidewire was used and during the procedure, the hydrophilic tip also detached, exposing the tip of the metal corewire. A third jagwire guidewire was used and during the attempt to remove the stone using a balloon, the hydrophilic tip detached, exposing the tip of the metal corewire. The balloon was used to retrieve the three detached guidewire tips. A fourth jagwire guidewire was used and when the physician was ready to implant the stent, the hydrophilic tip detached, exposing the tip of the metal corewire. A fifth jagwire guidewire was used and during the procedure, the hydrophilic tip also detached, exposing the tip of the metal corewire. A balloon was used to retrieve the detached tip from the common bile duct. The procedure was not completed due to these events. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.